Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of leadless implantable pulse generator (ipg) leakage of saline was found at the proximal part of the transparent cup at the connection of the blue deflectable part when the system was flushed. The leadless ipg was implanted successfully. No patient complications have been reported as a result of this event.